Event description:
Procedure: retroperitoneal lymph node dissection. During the above-mentioned procedure, the sleeve on the overhead high-intensity light fell off from the light handle into the surgical wound. Attending nursing staff report this is a continuing problem with poor fitting of the sterile sleeve to the light handles. Occurs occasionally in all operating rooms with this product. Product delivered to biomedical instrumentation for inspection. Will be checked for proper fit in several operating rooms.